Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been received for eval. Add'l questions in regard to the incident have been asked. If the sample is received, or if add'l info pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a procedure that took place about 3 months ago, an operating room fire occurred. The surgical staff immediately doused the fire with water and there was no injury to the patient or staff. The site reported that a covidien accessory was in use, but were not able to provide info regarding the catalog or lot numbers.